Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. An infusion set change was performed and the occlusion alarms continued. The customer's blood glucose level was 200mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, the pump is worn against the skin and an abrupt temperature change had occurred to the pump just prior to the occlusion alarms declaring. Tandem technical support shipped the customer a case for the pump to prevent temperature changes. Reportedly, a supply change was performed to address the occlusion alarms.